Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing due to far-p oversensing were observed. The patient was not pacemaker dependent. Programming changes were made. The device remains implanted. The patient was asymptomatic.